Event description:
Journal article received: results of internal fixation of pauwels type-3 vertical femoral neck fractures, journal of bone and joint surgery-series a, 2008 aug; 90(8):1654-1659. Authors: frank liporace, md, robert gaines, md, cory collinge, md, and george j. Haidukewych, md. This is a study of 62 pauwels type 3 femoral neck fractures in 61 patients aged 19 to 64 with a mean age of 42 years. Mean duration of follow-up of 24 months. 37 fractures were treated with cannulated screw fixation alone, 14 were treated with dynamic hip screw, nine with cephalomedullary nail and 2 with dynamic condylar screw. A total of 7 patients developed osteonecrosis and five underwent total hip arthroplasty. Only 1 of the patients with dynamic hip screw developed osteonecrosis. Treatment for this patient is unknown. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis date of event: 2008 (B)(6). Add'l info: this report is on an unknown dhs lag screw PMA: cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.